Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/50003) on 07-mar-2019. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("she experienced pain") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), balance disorder ("imbalance"), migraine ("migraines"), fatigue ("daily fatigue") and general symptom ("other symptoms that become chronic"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, balance disorder, migraine, fatigue and general symptom had not resolved. The reporter considered balance disorder, fatigue, general symptom, migraine and pelvic pain to be related to essure. The reporter commented: the patient was not informed about side effects and any lab test was performed before placing essure. Until now she was offered to remove essure and has been on the waiting list for 2 months waiting to be evaluated. The physician commented that there is a possibility of removing uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("she experienced pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), balance disorder ("imbalance"), migraine ("migraines"), fatigue ("daily fatigue") and adverse event ("other symptoms that become chronic"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, balance disorder, migraine, fatigue and adverse event had not resolved. The reporter considered adverse event, balance disorder, fatigue, migraine and pelvic pain to be related to essure. The reporter commented: the patient was not informed about side effects and any lab test was performed before placing essure. Until now she was offered to remove essure and has been on the waiting list for 2 months waiting to be evaluated. The physician commented that there is a possibility of removing uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.